Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation.investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.all knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product.additional information has been requested.(B)(4).

Event description:
A doctor reported that knives are sometimes blunt during surgery leaving endotheliosis at the side of the wound. Patient impact information is unknown. Additional information has been requested.